Manufacturer narrative:
The ventilator's turbine was replaced to correct the reported problem. The evaluation of the turbine has not been completed yet.

Event description:
It was reported that the ventilator's turbine did not rotate with an audible alarm. The reported problem was identified during routine maintenance and the ventilator was not connected to a patient when the reported problem occurred.